Event description:
Patient representative reported left side "breast wound requiring debridement of necrotic tissue," "capsular contracture," baker grade unknown, and "increased risk of alcl." Patient representative also reported "post operative hematoma." This event is not device related. The device has been explanted.

Manufacturer narrative:
The reported events of "necrosis" and "capsular contracture, baker grade unknown" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reporter has declined to provide allergan further information regarding event, product, or patient details. Reason for reoperation: "necrosis" and "capsular contracture, baker grade unknown".